Event description:
The customer reported that the system was not saving images during cine runs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.